Manufacturer narrative:
The complaint devices associated with this report have not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. (B)(4).

Event description:
A surgeon reports that a pt with an intraocular lens (iol) implanted in the right eye on (B)(6) 2003 recently complained of decreased vision. During the exam, the surgeon noticed what he described as brown spots in the iol. No pco was present and the cornea appeared fine. Add'l info has been requested.